Event description:
It was reported that before usage of bd preset¿ arterial blood collection syringe they saw a damaged or open unit package/ sela where sterility is compromised. The following was reported by the initial reporter: on (B)(6) 2023, when department staff were unpacking and inspecting the device, they saw an arterial blood collection device with damaged packaging. It was destroyed promptly and no harm was caused by this incident.

Manufacturer narrative:
H.6. Investigation summary: "material #: 364314, lot/batch #: 2350185. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to open unit package as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode open unit package. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."